Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor, the picture on the screen was distorted and cut in and out as the baton was moved. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was isolated to the customer's blade, the flickering and broken image were confirmed. It is suspected that the damage was customer caused.